Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune disorder ('autoimmune disease') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (hysterectomies). Essure was removed. At the time of the report, the pelvic pain, fatigue and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, fatigue and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, fatigue, auto immune disease. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.